Event description:
It was reported to boston scientific corporation that a cre fixed wire dilatation balloon was used in the esophagus during an esophagogastroduodenoscopy (egd) with dilation procedure performed on (B)(6) 2021. During the procedure, the balloon burst. The procedure was completed with another cre fixed wire dilatation balloon. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block d4, h4: the complainant was unable to provide the lot number. Therefore, the manufacture and expiration dates are unknown. Block h6: problem code a0402 captures the reportable event of balloon burst. Block h10: investigation result a visual examination of the returned complaint device found that the balloon was torn longitudinally. The catheter was noted to be kinked. Microscopic analysis was performed, and it was noticed that the balloon was torn longitudinally and had two marks lines circumferentially, probably as result of the scope used during the procedure. Based on the available information, it is possible that interaction with scope or other sharp devices during procedure could create friction on the balloon, generating the reported problem of balloon torn longitudinally during the procedure. Therefore, the most probable root cause is adverse event related to procedure.

Manufacturer narrative:
The complainant was unable to provide the lot number. Therefore, the manufacture and expiration dates are unknown. (B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a cre fixed wire dilatation balloon was used in the esophagus during an esophagogastroduodenoscopy (egd) with dilation procedure performed on (B)(6) 2021. During the procedure, the balloon burst. The procedure was completed with another cre fixed wire dilatation balloon. There were no patient complications reported as a result of this event.